Manufacturer narrative:
This is 1st of four reports. The subject device is unavailable to manufacturer.

Event description:
It was reported that during study procedure, the embolization to new territory (ent) occurred, therefore; a thrombectomy was performed in response to the patient¿s embolization to new territory. According to the site, the reported event was related to the index stroke, procedure and the subject device (retriever). The outcome was resolved, and no adverse consequence reported.

Manufacturer narrative:
Patient code: added dissection. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information received on 24-jun-2020 indicated that the cause of the ent was artery to artery from carotid dissection. Additional information provided by the customer indicated that the physician did not allege any malfunction against the subject device which performed as intended, continuous flush was maintained throughout the procedure, and there was no significant tortuosity noted in the patient's anatomy. The reported 'patient embolus' and ' patient vessel dissection' are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event. This is 1st of four reports

Event description:
It was reported that during study procedure, the embolization to new territory (ent) occurred, therefore; a thrombectomy was performed in response to the patient¿s embolization to new territory. According to the site, the reported event was related to the index stroke, procedure and the subject device (retriever). The outcome was resolved, and no adverse consequence reported. Update additional information: received additional information on 22-july-2020 indicated that the carotid lesion was already occurred during procedure and was not related to the subject device.